Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) EKG sleeve isn't working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse completed full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for customer use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.